Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a rirs stone treatment, a ngage nitinol stone extractor was being used but it wouldn't hold on to the stone. Outside the patient it would open, but inside it wouldn't. The user tried with three different ngage nitinol stone extractors. The procedure was completed with a ncircle extractor. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation. Visual inspection and functional testing of the returned devices was conducted during the investigation. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. Three devices were returned for investigation. Device a the device was returned with the handle and basket formation in the closed position. The collet knob is tight and secure and the male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.6 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted the support sheath is bowed starting at 1 cm from the nose of the mlla; this is possibly from the way the customer returned the device all coiled up. There were no kinks noted in the basket sheath. The support sheath and the basket sheath are still adhered. The handle was disassembled and the basket formation could not be manually actuated. A kink was noted in the cannulated handle 3.7 cm from the proximal end. The basket assembly feels stuck in the basket sheath with no movement allowed. Two wires were noted to be protruding the back of the cannulated handle. The unidex handle (udh) was reset and the device still failed to function. Device b the device was returned with the handle in the closed position. The basket formation was returned in the open position. The collet knob is tight and secure. The mlla is tight. The pett measures 3.7 cm in length. A visual examination noted the support sheath and basket sheath are bent over at the nose of the mlla. The basket formation is smashed in appearance. A functional test determined the handle does not actuate the basket formation. The support sheath and basket sheath are still adhered. There is a significant kink in the basket wire, support sheath, and basket sheath, 1 cm from the base of the flare in the support sheath. The investigator attempted to straighten the support sheath. The device will not actuate. The basket formation cannot be manually actuated. It was noted that the back end of the cannulated handle does not appear to be finished. The handle was reset and reassembled, the handle still does not actuate. Device c the device was returned with the handle and the basket formation in the closed position. The collet knob is tight and secure. The mlla is loose. The pett measures 3.7 cm in length. A functional test noted the handle only actuated the basket formation to a partially open and partially closed position. The support sheath is bowed starting at the nose of the mlla. There are kinks in the basket sheath at 2.5 cm from the distal tip. A slight kink was noted at 56 cm from the distal tip. The basket sheath has damage; under magnification, the basket sheath was found to have scrapes approximately 3 cm from the distal tip of the of support sheath. The support sheath and the basket sheath are still adhered. There were wires protruding 5 mm from back end of cannulated handle. The handle was reset and there was no change, the device only opens a small amount. The device history records were reviewed and found no non-conformances related to the reported failure. A review of complaint history revealed this complaint is the only one associated with complaint device lot number 8512251. The instructions for use (IFU) provides the following information: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The complaint devices were all found to have a basket that would not open due to sheath damage. For each device, the damage to the sheath prevented the basket subassembly from moving freely within the sheath, affecting basket function. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation - evaluation. Visual inspection and functional testing of the returned devices was conducted during the investigation. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. Three devices were returned for investigation. Device a the device was returned with the handle and basket formation in the closed position. The collet knob is tight and secure and the male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.6 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted the support sheath is bowed starting at 1 cm from the nose of the mlla; this is possibly from the way the customer returned the device all coiled up. There were no kinks noted in the basket sheath. The support sheath and the basket sheath are still adhered. The handle was disassembled and the basket formation could not be manually actuated. A kink was noted in the cannulated handle 3.7 cm from the proximal end. The basket assembly feels stuck in the basket sheath with no movement allowed. Two wires were noted to be protruding the back of the cannulated handle. The unidex handle (udh) was reset and the device still failed to function. Device b the device was returned with the handle in the closed position. The basket formation was returned in the open position. The collet knob is tight and secure. The mlla is tight. The pett measures 3.7 cm in length. A visual examination noted the support sheath and basket sheath are bent over at the nose of the mlla. The basket formation is smashed in appearance. A functional test determined the handle does not actuate the basket formation. The support sheath and basket sheath are still adhered. There is a significant kink in the basket wire, support sheath, and basket sheath, 1 cm from the base of the flare in the support sheath. The investigator attempted to straighten the support sheath. The device will not actuate. The basket formation cannot be manually actuated. It was noted that the back end of the cannulated handle does not appear to be finished. The handle was reset and reassembled, the handle still does not actuate. Device c the device was returned with the handle and the basket formation in the closed position. The collet knob is tight and secure. The mlla is loose. The pett measures 3.7 cm in length. A functional test noted the handle only actuated the basket formation to a partially open and partially closed position. The support sheath is bowed starting at the nose of the mlla. There are kinks in the basket sheath at 2.5 cm from the distal tip. A slight kink was noted at 56 cm from the distal tip. The basket sheath has damage; under magnification, the basket sheath was found to have scrapes approximately 3 cm from the distal tip of the of support sheath. The support sheath and the basket sheath are still adhered. There were wires protruding 5 mm from back end of cannulated handle. The handle was reset and there was no change, the device only opens a small amount. The device history records were reviewed and found no non-conformances related to the reported failure. A review of complaint history revealed this complaint is the only one associated with complaint device lot number 8512251. The instructions for use (IFU) provides the following information: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The complaint devices were all found to have a basket that would not open due to sheath damage. For each device, the damage to the sheath prevented the basket subassembly from moving freely within the sheath, affecting basket function. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.